Manufacturer narrative:
The injury was considered non-serious because no medical intervention was required. A follow-up communication in 2006, from the reporting physician stated the small wound was healing and no medical treatment needed. A subsequent communication the next month, from the reporting physician stated, that the patient recovered without incident. Investigation findings: one of the two returned sensors had a crease in its black flex circuit starting at the edge near the pad of the sensor and running diagonally towards the center for about 3/8 of an inch. The other sensor was marked and dated 10/23. This marked sensor is reported to be the one removed from over the open wound. With the two sensors connected to an oximeter and applied to the forehead, the sensor with the crease either functioned normally or gave a poor signal quality message, depending on how the sensor was flexed at the crease. This is likely due to one or more cracked traces in the sensor's flex circuit caused by the crease. The other sensor functioned normally. No problem was found with either sensor that could have caused an open wound. The marked sensor still had the tegaderm adhered to it. Tegaderm is a transparent dressing with a milder adhesive than that of the sensor which is used by this hospital to help protect the skin of smaller patients. This patient was monitored continuously for eight days. The patient in this case is a female. In an email dated 11/3/2006, she stated, "yesterday I queried the staff nurses who reported that the wound was healing without problem. They also shared the patient's skin was so sensitive that any tapes or even plastic tubing in contact with her skin was creating pressure areas frequently. I will seek to get confirmation of the patient's condition and any reporting status from the medical director today. As of last week, no hospital incident report has been filed." In a follow-up reply from dr., medical director, to her also dated 11/3/2006 regarding the wound, dr. States, "the small wound was healing very well when I saw her earlier this week. No medical treatment needed and no sequelae. No need to report to FDA." Spoke to her on 11/20/2006 regarding the period of time the sensors were continuously applied to the patient. She stated that the nursing staff replaced the sensors every 24 hours with new sensors. She also reported that, in a follow-up with the customer, she found out that the patient continued to develop sores or blisters in other areas from other types of tapes and adhesives applied to her skin during the week after the patient was removed from the oximeter.

Event description:
Approximately 1cm open wound on right side of forehead.